Event description:
Customer reported that the surgical wound dehisced following a cystocele repair. The surgeon reports that the surgical knots unraveled. The patient was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Knot unraveled. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.